Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse, urethra hypermobility cystocele, rectocele, and uterine prolapse. The patient experienced pain, extrusion, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2008 due to mesh exposure, recurrent mixed urinary incontinence, recurrent cystocele, pain and discomfort. The patient underwent cystoscopy, monarc transobturator vaginal tape and perigee mesh reinforced cystocele repair on (B)(6) 2009 due to post mesh exposure, symptomatic third stage cystocele, pain and discomfort. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy.